Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Reportedly, elevated bg level was due to scar tissue interrupting insulin delivery at the non-tandem infusion set site. The infusion set brand and manufacture was not provided. Customer delivered a bolus to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.